Manufacturer narrative:
The complaint was initially entered with incorrect user facility information. The user facility information has been updated.

Event description:
It was reported by service report that there were exposed wires on the damaged power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that there were exposed wires on the damaged power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.